Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The investigation of the complained screw shows a burr at the thread. This burr was not removed properly during the finishing process. This was not detected during control procedure. The manufacturing documents were reviewed and no complaint related issues were found. This complaint is deemed valid, a CAPA determination has been initiated.

Event description:
When the screw was unsealed, a burr was found at the portion of the thread of the screw. This is 1 of 1 report for complaint (B)(4).